Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had critical override enabled. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by software issue. The technical support specialist provided the requested information to the customer to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.